Event description:
It was reported that during coil embolization for a non-ruptured aneurysm located on the left anterior communicating artery (acoma), the first coil (subject coil) was completely inserted into the lumen of aneurysm; however the coil was not able to be detached with the detachment system. The operator decided to withdraw and the aneurysm became bleeding. The procedure was completed with a competitor¿s coil. The patient medical condition was good. According to the physician, the cause of the bleeding during withdrawing of the coil is unknown and might be device or procedure related.

Event description:
It was reported that during coil embolization for a non-ruptured aneurysm located on the left anterior communicating artery (acoma), the first coil (subject coil) was completely inserted into the lumen of aneurysm; however the coil was not able to be detached with the detachment system. The operator decided to withdraw and the aneurysm became bleeding. The procedure was completed with a competitor¿s coil. The patient medical condition was good. According to the physician, the cause of the bleeding during withdrawing of the coil is unknown and might be device or procedure related.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the coil delivery wire was kinked likely due to handling damage. During functional testing, the proximal contact was placed into a demonstration inzone device and the green ready light illuminated. The main coil was placed in a detachment jar filled with saline. The detachment button was pressed and the main coil detached after approx. 3 seconds. No defect was noted to the returned device which could have contributed to the reported event and the main coil was successfully detached during device analysis. However, it is likely that there were procedural factors which contributed to the failure to detach during the clinical procedure. The aneurysm rupture is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to the aneurysm rupture.

Event description:
It was reported that during coil embolization for a non-ruptured aneurysm located on the left anterior communicating artery (acoma), the first coil (subject coil) was completely inserted into the lumen of aneurysm; however the coil was not able to be detached with the detachment system. The operator decided to withdraw and the aneurysm became bleeding. The procedure was completed with a competitor¿s coil. The patient medical condition was good. According to the physician, the cause of the bleeding during withdrawing of the coil is unknown and might be device or procedure related.